Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update information: 02/06/2017 - sales consultant replied on february 5, 2017 verifying date of implant was (B)(6) 2016. X-ray that was sent via text message was included. Part and lot number for nail, blade, and screw provided. Patient did report pain. No additional information was provided.

Manufacturer narrative:
The 510k: this report is for an unknown helical blade/unknown lot. Part and lot number are unknown. It is unknown if the device has been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with the trochanteric femoral nail-advanced and helical blade on unknown date. The surgeon reported on (B)(6) 2017 that the femoral head had collapsed. It is not known if the patient underwent a revision. This report is for an unknown helical blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: DHR review for: manufacturing location: (B)(4), part 04.038.285s, lot 7966955, MFR date: 10 april 2015, part exp. Date: 31 march 2025. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition (B)(4). Synthes manufacturing location was discovered upon receipt of DHR. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: patient was implanted with 11mm 130 degree trochanteric femoral nail-advanced, 85mm helical blade, and one (1) 5.0mm locking screw on (B)(6) 2016. On unknown date, patient reported pain. X-ray taken on unknown date revealed the femoral head had collapsed. Patient was referred to another unknown facility for follow up. It is not known if patient was revised.